Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right superior femoral artery (sfa). An unspecified guiding catheter was advanced and a command 18 guide wire was attempted to be advanced; however, became stuck with the guiding catheter. It was noted the guiding catheter had become kinked and where the kink was the command 18 was stuck. Device could not be removed on its own therefore, it was removed as a one unit. A new catheter and unspecified guide wire were used to continue the procedure. A 6.0x200mm armada 35 balloon was advanced; however, ruptured at the target lesion. Another unspecified balloon was used to continue the procedure and unspecified stents were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional hi-torque command 18 device referenced in b5 is filed under separate medwatch report number.